Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, broken battery cap, and minor scratches on display window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that the rim of the battery compartment is damaged. The customer stated that the cap where the battery goes in is broken. The customer stated that the cap would not twist down like it is supposed to. The customer's blood glucose also went up to 400 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.